Manufacturer narrative:
Follow up from sales rep: went to nm lake forest where the patient was admitted. Battery and impedance were normal. I reviewed xrays images with dr.(B)(6) via phone and everything looked normal. I suspect that the patient was experiencing discomfort due a "belly flop" from a large, aquatic toy that launches people into the air. I gave the family and the staff my cell phone number in case the stimulator needed to be turned off for any further testing/imaging and they did not contact me.

Event description:
From the call center: re an enterra gastric stimulator. Call from provider: I need someone to come check it out. The patient is feeling a shocking sensation and it is showing up on the EKG. It may be misfiring. Please send someone to the ER to assess it asap. Please call with eta.